Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the titanium profemur modular neck component of plaintiff's profemur right hip suddenly failed, breaking into two pieces at the distal end of the device, where it seated in the pocket of the profemur stem.